Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed the event occurred due to a faulty charged coupled device (ccd). However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Device evaluation and inspection confirmed the customer reported issue of "no image". During the inspection of the device, only black image/no image was observed. The issue found to be due to faulty charge coupled device (ccd) unit and needs to be replaced. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported of no image found during preparation for use. According to the reporter, the device was not used and no procedure was involved. There was no patient involvement on this reported event. No user injury reported.